Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected since it exhibited fluid leakage due to cylinder break. The ipp was explanted and replaced. There were no patient complications reported.